Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and ketoacidosis. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was over 500 mg/dl at the time of hospitalization. Caller stated that the customer's sensor was giving incorrect reading and the customer was treating by the sensor. Nothing further was reported.